Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep reporting that the cause of the ins powering off was undetermined. The actions/interventions take to resolve the ins powering off was the physician told the patient not to mistakenly press the power on/off button when charging. It was unknown if the issue of the ins powering off has resolved, but no further issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a consumer via the company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that when the antenna was placed on the ins implant site and the ins started to be recharged, the ins powered off. There were no external factors that contributed to the event. Troubleshooting was performed, the patient possibly made a mistake to press the ins power on/off button on the recharger when the ins started to be recharged, but the patient stated that they did not do that. No x-ray images were available. The action taken to resolve the issue was the patient was told to pay attention to prevent misoperation when recharging the ins. The issue was not resolved. There was no patient injury. No surgical intervention occurred, nor was planned. No further complications were reported or anticipated.